Manufacturer narrative:
Follow-up received on 16-aug-2016 - quality-safety evaluation of ptc: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and it was reported that several physical complaints developed and the foreign body material (essure) was removed. This event, considered as medical device removal, was considered serious and listed in the reference safety information for essure. In this particular case, this case was reported with limited information. Since the exact reason for essure removal was not specified; a causal relationship between the reported event and essure therapy cannot be excluded and due to the surgical intervention this case was considered an incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information is being sought.

Manufacturer narrative:
Follow-up received on 28-sep-2016: nca number provided: (B)(4). No response was given after follow up attempts. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 28-sep-2016 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 421 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and it was reported that several physical complaints developed and the foreign body material (essure) was removed. This event, considered as medical device removal, was considered serious and listed in the reference safety information for essure. In this particular case, this case was reported with limited information. Since the exact reason for essure removal was not specified; a causal relationship between the reported event and essure therapy cannot be excluded and due to the surgical intervention this case was considered an incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained, despite follow-up attempts.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age in (B)(6) on 28-jul-2016 who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2006 for sterilization. This is a potential legal case (patient is holding company responsible in the context of product liability for the occurred harm). It was reported that several physical complaints developed and the foreign body material (essure) was removed. Because of the complaints patient is being impeded in her normal daily functioning and is suffering loss. Company causality comment : this non-medically confirmed, spontaneous and legal case report refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and it was reported that several physical complaints developed and the foreign body material (essure) was removed. This event, considered as medical device removal, was considered serious and listed in the reference safety information for essure. In this particular case, this case was reported with limited information. Since the exact reason for essure removal was not specified; a causal relationship between the reported event and essure therapy cannot be excluded and due to the surgical intervention this case was considered an incident. Further information and product technical analysis are being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('complaints and the foreign body material was removed') in a female patient who had essure (ess205) (batch no. 620738) inserted for sterilization. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure (ess205) was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 18-nov-2020: case was now reported from lawyer. Essure lot number was provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('complaints and the foreign body material was removed') in a female patient who had essure (ess205) (batch no. 620738) inserted for sterilization. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure (ess205) was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Lot number: 620738. Manufacturing date: 2006/08. Expiration date: 2008/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-nov-2020: updated quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.